Event description:
The company received a report where it was claimed that the cuff deflated during pt use. The reporter suggested that a replacement tube from a different lot was given to the pt. Attempts have been made to collect further information related to this report.

Manufacturer narrative:
The sample associated to this report is currently in transit to the manufacturing site for analysis. If significant information is identified from the investigation, a summary of the investigation results will be provided in a supplemental report.